Event description:
It was reported that during a peripheral intervention procedure, the physician experienced extreme difficulty when using the standard pin and pull technique to remove the device out of the body. The physician reported that he had to use hemostats to remove the device as the device was stuck on the needle guidewire. During this exchange, the guidewire placement was lost and the physician elected to abort the interventional percutaneous approach and perform an open surgical procedure. The chronic total occlusion (cto) being treated was described as moderately calcified by both angiogram and ivus images. There was no report of patient injury.

Manufacturer narrative:
Internal reference: (B)(4). The manufacturer's clinical affairs provided a clinical assessment of the event. The entrapment of the guidewire in the catheter and removal of all the devices led to loss of guidewire position. All products were removed with no parts left behind. There was no report of bleeding or other adverse events. The patient was referred for an open surgical procedure. The moderately calcified lesion may have been a contributing factor to the problems experienced during this case. The loss of wire position and the removal of all the delivery devices may have contributed to an overall longer procedural time. The difficulty to remove the catheter was successful, however, surgical instruments had to be used which is not standard procedure. There were no reports of injury to the patient. Visual inspection was performed on the device. The catheter was returned without the guidewire. There were no kinks observed in the device. When the needle was deployed, a piece of black plastic was observed coming out of the needle. When the needle was retracted, the piece of plastic came off. A control guidewire was loaded successfully through the distal tip of the catheter. The catheter will be submitted to a third part for further investigation. A supplemental report will be submitted when the device investigation results are received.